Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 223 mg/dl at the time of the incident. The customer states plunger would not move to push out air bubbles. The customer was unable to remove the air bubbles and was instructed to change the set; the air bubbles did persist after the set change. The reservoir will be returned for analysis.